Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that water tightness was lost due to a cut on the bending section cover. In addition to the foreign material found in the forceps elevator, other evaluation findings are as follows: the connecting tube had a wrinkle; the bending angle in the right direction did not meet the standard value due to wear of the angle wire; the forceps raising angle did not meet the standard value due to wear of the knob wire; the image guide protector was damaged; the suction cylinder was dirty; the switch box had a dent; the universal cord was stained; and there were scratches on the objective lens, the plastic distal end cover, the bending section cover, the grip, the scope cover, and the scope connector case unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope was leaking from the bending section cover during reprocessing. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event cannot be determined. However, the cause of the event is likely due to the reprocessing was not conducted completely due to occurrence of leakage from bending section cover (a-rubber). The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.